Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the superior vena cava (svc) defibrillation coil displayed variable and high impedance. A fracture was suspected. The coil was capped and a defibrillation patch was added posterior and inferior to the heart. The patient's chest was closed and defibrillation threshold testing was performed using the existing implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and new defibrillation patch. At maximum output defibrillation did not rescue the patient and external defibrillation was required. The patient's chest was reopened and a second patch was added to the anterior portion of the heart. Defibrillation testing was deferred to a later date. No further patient complications have been reported as a result of this event.